Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Electrical continuity test results were passed. The analyst noted that visual analysis found outer insulation breached in-vivo/ depression and blood ingression in lumen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and low r-waves. The physician feels this may be due to subclavian crush. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.